Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias.the information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient reported that he/she received an erroneous result when testing with a coaguchek xs meter (unknown serial number). A sample from the patient was tested on the meter, resulting as 4.6 inr. A sample from the patient was tested in the laboratory using the dade innovin reagent at an unknown time, resulting as 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.